Manufacturer narrative:
This report is related to MDR report 2124215,2025,68919. The device was not returned; therefore, no physical analysis could be performed, and the reported issue could not be confirmed. DHR review showed the device met manufacturing specifications. IFU instructions warn users to inspect the fiber for damage and handle it carefully to avoid breakage. Risk review confirmed fiber break is a known, documented event. Based on the information available, the cause of the event cannot be established.

Event description:
It was reported that during a laser lithotripsy procedure, the first fiber was found damaged and detached, preventing recognition by the laser. A second moses 200 fiber was then used, but it broke at the ureteroscope adapter insertion port after about one minute. The procedure was stopped and rescheduled to ensure patient safety. Both fibers were reported as easily damaged. The blast shield was checked and found not to be contributing to the issue. No patient complications were reported. This report is for the second fiber.

Manufacturer narrative:
This report is related to MDR report 2124215-2025-68919.

Event description:
It was reported that during a laser lithotripsy procedure, the first fiber was found damaged and detached, preventing recognition by the laser. A second moses 200 fiber was then used, but it broke at the ureteroscope adapter insertion port after about one minute. The procedure was stopped and rescheduled to ensure patient safety. Both fibers were reported as easily damaged. The blast shield was checked and found not to be contributing to the issue. No patient complications were reported. This report is for the second fiber.